Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the existing left cylinder and pump were removed and replaced. Upon inspection, fluid loss was identified due to a hole in the tube that connects the left cylinder; however, the cause of the break was not confirmed. The patient was stable and improved following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and fluid loss could not be confirmed through product analysis as the identified damage was consistent with explant. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinder was performed in which wear at fold was identified in the proximal cylinder body. The rear tip of the cylinder was also observed to be worn. A leak was observed in the kink resistant tubing (krt); however, it was the result of sharp instrument damage consistent with explant damage. Due to the identified leak, the component was not pressure tested. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the existing left cylinder and pump were removed and replaced. Upon inspection, fluid loss was identified due to a hole in the tube that connects the left cylinder; however, the cause of the break was not confirmed. The patient was stable and improved following the intervention.